Event description:
It was reported that the surgeon removed a short citation stem plus a head and liner.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown short citation stem. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.